Manufacturer narrative:
Six protaper gold assorted files sx/f3 25mm were returned. The s1 file is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused s1 file is available for evaluation. The s2 file has its cutting edges lightly damaged but is not broken, as the other files which have no damage. Nothing unusual to report was found during DHR review (batch #1617207). Root causes are not identified. We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper gold file broke during use. The patient was referred to a specialist for removal of the broken part and treatment is pending.